Event description:
Litigation alleged the patient suffered pain, disability, impairment, disfigurement, aggravation of a pre-existing condition and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 5/14/2014 - sales rep reported revision surgery right hip. Patient was revised to address pain, fluid collection, and elevated metal ion levels. Upon revision, brown/black fluid and acetabular cup loosening were noted. Invoices located for both hips. There is no new additional information that would affect the investigation. This complaint was updated on: 06/11/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.